Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Femoral notching occurred on the femur after making cuts. The robot did not warn us of the issue. This issue was noticed post op on x-ray. Files were uploaded to the complaints file under (B)(4).

Manufacturer narrative:
Reported event: an event regarding femoral notching during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 213 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events of femoral notching. There were other reported events ((B)(4)). Conclusion: the case files (patient session data, vplog data, and patient post-op x-ray) were reviewed. An analysis of the femur segmentation, femur checkpoint values, rio registration and verification values, and bone preparation checkpoints was performed. When reviewing the femur segmentation, it was confirmed that a section at least 20mm above the superior femoral component flange was segmented which is required in order for the application software to detect notching. The patient post-op x-ray was reviewed by an independent reviewer who confirmed notching on the anterior femoral cortex. The application software displays the notch warning when the femoral component is extended by >=1 degree or translated by >=1.5 mm from the implant plan which is within the accuracy tolerance region. All other areas of the investigation found error values within the accuracy tolerance region. No system defect or malfunction is suspected.

Event description:
Femoral notching occurred on the femur after making cuts. The robot did not warn us of the issue. This issue was noticed post op on x-ray. Files were uploaded to the complaints file under ¿(B)(4)¿. Tka case.